Event description:
Caller indicated meter was giving variable readings. Readings of 100, 132, and 56 back to back. Was testing on child's foot previously, but started testing on fingers this weekend and just recieved back to back readings she feels are too variable. Control solution test came out in range indicating system was in working properly.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification.